Manufacturer narrative:
The pod was received with the cannula deployed. The device ran for 840 pulses. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed. An 0x42 alarm was generated by the pod, indicating that the rotational sensor transition from closed to open early. The bottom drag mark was significantly more faded than the top drag mark on the rotational sensor. The bottom rotational sensor spring leaned too far out, and the top spring leaned too far in and up.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
It was reported the needle deployed early. The pod was worn less than an hour.